Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and the customer successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to contact technical support if any future malfunctions occur, which the customer understood.